Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system fails to boot up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station forced a reboot and then only booted up to the blue carefusion screen. The field service engineer (fse) found the station was powered off. Then fse powered on the station, after which windows updates ran for several minutes, followed by a reboot and continued updates. Upon completion, firmware update checks ran; however, after additional time, the taskbar disappeared and the pyxis application did not launch, indicating the station had locked up. A hard reboot was required, and the power cable was removed to fully shut down the station. The station was powered on again, and the automatic logon was bypassed to log in using the administrative account. Network settings were reviewed in windows and the configuration manager, and connectivity to other stations was verified. Time synchronization settings were validated, update service settings were configured, and the automatic logon was reset in the configuration manager. The pyxis application was successfully launched; however, the station did not register as online in the remote software service system, and additional post install configuration was identified as required. The station was rebooted and logged in successfully, and functional testing was completed with a nurse. The station was determined to be functional; however, the remote software service was not operating correctly. The agent was removed and reinstalled, and a successful installation message was received. Group policy settings were verified and refreshed, including time synchronization, update services, and security configurations. The station was rebooted, and automatic logon settings were reset. The application opened successfully, the station was placed into maintenance mode, and another reboot was completed. Upon final startup, the station appeared to be operating normally however, the remote software service remained non-communicative. Due to time constraints, further troubleshooting was deferred. The station was left functional, and a follow up visit was identified as necessary to fully restore remote software service communication. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system fails to boot up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system fails to boot up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.